Event description:
Physician was performing a routine transobturator procedure on (B) (6) 2009. During the procedure, the physician experienced rotation of the trocar and cone at the junction of the handle. Physician was able to pass the sleeve with trocar with minor difficulty after screwing/lock the handle more securely. The physician was able to complete the procedure without further incident. There was no adverse event to the pt.

Manufacturer narrative:
Eval method: investigation is still ongoing. When more info is available, a supplemental medwatch report will be submitted accordingly. Results: component involved was a trocar needle not listed in product codes. Conclusion: no conclusion can be drawn at this time. When additional info becomes available, a supplemental medwatch report will be submitted accordingly.